Manufacturer narrative:
The customer's report that the valve is remaining in the stuck down position (identified as valve stickdown) was confirmed based on functional evaluation of the received sample. The root cause of valve slow return/stickdown was a valve molding issue.

Event description:
It was reported that the maxplus¿ valve is remaining in the stuck down position when disconnecting from a syringe or tubing set. It was noted that the facility clamping sequence is not within bd recommendations and the line isn't always clamped. Some staff will clamp the line prior to disconnect, while others clamp the line after disconnect. It was recommended that the staff clamp the line after disconnect to prevent build-up of pressure in the line. The staff was reminded to invert the connector while priming which will help clear the connector and the line. The customer later stated that there were no adverse effects caused to any patient's from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the maxplus valve is remaining in the stuck down position when disconnecting from a syringe or tubing set. It was noted that the facility clamping sequence is not within bd recommendations and the line isn't always clamped. Some staff will clamp the line prior to disconnect, while others clamp the line after disconnect. It was recommended that the staff clamp the line after disconnect to prevent build-up of pressure in the line. The staff was reminded to invert the connector while priming which will help clear the connector and the line.